Manufacturer narrative:
No product was returned. Serial number did no match in data search and could not be found.

Event description:
Information received a smiths medical portex tracheostomy balloon was punctured. No patient injury was reported.